Event description:
It was reported the pump pocket was infected. The entire system was explanted and the patient was re-implanted (B)(6) 2013. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report

Event description:
Additional information later reported the managing hcp had not reported any further problems or that the patient was not receiving effective therapy.

Manufacturer narrative:
Product ID: 8709, lot# l66216, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the symptom the patient had was increased spasticity. It was also reported the infection resolved.